Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient¿s device had stopped working so the patient was no longer using it at the time of the report. They thought the device stopped working in 2014 or 2015 but they didn¿t know. It was noted that they tried everything they could initially for the implant to work but it just didn¿t work for the patient. The patient was in the hospital at the time of the report and not doing well but this was unrelated to the device or therapy. However, due to this hospitalization they were unable to have the device taken out. The patient was indicated for degenerative disc disease and spinal pain. No causes were reported with this event. Further follow-up was attempted to obtain this information but was unsuccessful. If additional information is received, a follow-up report will be sent.